Event description:
The complainant reported an under-delivery. The intended delivery was 240 ml. After 4 hours, the formula was expected to be reduced; however, the line on the rth container had not decreased.

Manufacturer narrative:
(B)(4): the device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source. In this case, (B)(4).